Event description:
Pt reported inserting a new acuvue advance with hydraclear contact lens in the right eye 2005. Pt reporetd that the lens was removed before bedtime the same day. The pt reported waking up the next day with a "blood red and painful" right eye. The pt reported using renu with moisture loc solution prior to and at the time of the incident.

Manufacturer narrative:
H6. No conclusion can be drawn.